Manufacturer narrative:
According to the customer, her son had the electrodes applied for a "sleep study" and upon removing the electrodes he had "red marks that were raised, uncomfortable, and itchy". The customer reported there were "2 marks on his chest, and 2 marks on each leg". The customer reported she took him to his physician after "1 month" because the skin reaction was not improving. The customer reported the physician prescribed "0.05% betamethasone cream" and the skin reaction is now improving. Sample is not available for return evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, her son had the electrodes applied for a "sleep study" and upon removing the electrodes he had "red marks that were raised, uncomfortable, and itchy".